Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a caregiver dropped the uncovered patient line on the floor before connecting it. The patient was diagnosed with peritonitis and was hospitalized for the event on the same day. On an unreported date, the patient began treatment with intraperitoneal vancomycin (dose varied between one gram and one and one quarter gram) for two weeks for peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unspecified date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for the event, action taken with therapy, and patient outcome were not reported. Additional information was requested, but is not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).